Event description:
Voluntary medwatch received states that right ventricular (rv) lead had exhibited product performance issue. The rv lead was surgically abandoned. There were no patient consequences.